Event description:
Patient report a right side capsular contracture baker grade IV. Later, healthcare professional reported, seroma. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec and an opening on radius. A microscopic analysis was performed which identified: a striated opening on radius. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage.

Event description:
Patient report a right side capsular contracture baker grade IV. Later, healthcare professional reported, seroma. The device has been explanted and replaced.